Event description:
It was reported that the drip chamber of a continu-flo solution set was found to have come loose from the infusion line. The issue occurred during the purging of the solution equipment, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided and two (2) retained samples were evaluated. Visual inspection of the photo sample showed a disconnected chamber; however, visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed on all junctions, including tube to chamber junction, and no disconnections were noted in the retained samples. Air passage and underwater leak testing was performed and no leaks or blockages were found on the retained samples. The reported condition was verified for the actual sample. The cause of the disconnection could not be determined. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.